Event description:
When the first stent was deployed and the catheter was removed, they noticed the tip of the stent delivery system did not come out of pt. They had to retrieve the tip with a snare. There was no issues with retrieval, and there was no adverse outcome to the pt.